Event description:
During yearly preventative maintenance, a field service engineer noted that the etco2 module was faulty. There is no indication of patient involvement.

Manufacturer narrative:
(B)(4).